Event description:
It was reported that the ilet pump would not charge despite placement on the charging pad, with the indicator light blinking; the user attempted multiple power outlets and a second charging pad, and the phone charged on the ilet pad while the pump did not, indicating a suspected charging or battery malfunction of the pump hardware. Symptoms included no device-delivered therapy due to inability to charge. Outcomes included interruption of ilet therapy and instruction to use backup diabetes therapy. Investigation included troubleshooting and education with the user and arrangement for device replacement and return for evaluation. Investigation of this case revealed a suspected device power or charging failure consistent with a battery or charging interface problem. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to power/charging.

Manufacturer narrative:
Complaint could not be confirmed or duplicated. The device charged and powered on as intended while on a charging pad. Engineering logs were downloaded and reviewed, no unusual battery depletion was indicated. No fault was found, device functioned as intended.